Manufacturer narrative:
(B)(4) (pseudoarthrosis, revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: status post anterior cervical disk excision and removal of herniated disks and osteophytes at four cervical spinal levels, mainly c3, c4, c5, and c6, with anterior interbody application of intervertebral biomechanical devices in the interspaces at four different cervical spinal levels (cages), and internal fixation with metal plate using variable screws. For which, patient underwent following procedures: posterior cervical laminectomy and decompression of the spinal canal the spinal cord and the exiting nerve roots at c7, c6, and partially c5 (three levels) with relief of spinal stenosis; injection of epidural steroids; internal fixation with lateral mass screw instrumentation and with rodding and placed four lateral mass screws at c5 and at c6, each one 35 x 14 mm in size and I put two screws at t1, intralaminar, crisscrossing, and the size of those two screws was 35 x 24 mm (upper thoracic trans laminar screw fixation). Placement of two titanium rods, 240 mm in leng th. Placement of crosslink; bilateral arthrodesis with bone graft fusion in the lateral gutters, on transverse processes of c4, c5, c6, c7, and t1 this was done with a bmp (bone graft, rh bmp-2-acs), small kit, in rolls containing a bone graft(resorbable ceramic granules as scaffolding) with bone autograft from the laminectomy and with bone allograft (bone croutons and/or cancellous cubes, freeze dried and irradiated, 30 cubic cm); closure of the wound with two large hemovac drains. Per op notes, after completing the internal fixation, surgeon proceeded to do the bilateral arthrodesis, by placing a bone graft and bmp along the lateral gutters. Surgeon placed rolls of sponge embedded in bmp (rh bmp-2acs), containing bone graft(resorbable micro granules, ceramic, for scaffolding), plus bone autograft (from the laminectomy plus bone allograft) 30 cc of bone croutons from bone bank, consisting of freeze-dried irradiated cancellous bone cubes. A final x-ray taken at the time of closure showed screws, rods, crosslink, and construct in perfect placement position without any complications or problems. Post-operative the patient diagnosed with pseudoarthrosis at c3-4.